Manufacturer narrative:
(B)(4). The covidien customer service engineer evaluated the ventilator, reviewed the logs, and verified the customer reported malfunction. The cse replaced the touchframe printed circuit board (pcb) to resolve the issue. The unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that, a ventilator's touchframe generated an erratic display. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.